Event description:
It was reported that the customer was had the paramedics called on (B)(6) 2015 with a blood glucose level of 29 mg/dl. Customer was unresponsive and his girlfriend called the paramedics. Customer was treated for a low blood glucose level and brought up to 193 mg/dl. Customer had overextended himself and forgotten to eat. Customer was doing laundry and went out for a walk to the dog park. When the customer came home, he was sweating and felt weak. Customer had skipped eating. The drive support cap was also slightly indented. Customer went to see his endocrinologist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-41047.